Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to erroneous results as all samples met specifications. Fifty (50) retain samples were evaluated for additive presence, barrier gel attributes, and fifteen (15) samples were evaluated for concentration of additive per vt30177 with acceptable results. Technical services support provided guidance for this reported condition. The customer was informed that animal use of this product is considered off-label. Educational material was provided for review. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. On aug. 11, 2021, a complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode erroneous results. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10

Event description:
It was reported when using the bd microtainer® pst¿ tubes with lh (lithium heparin) there was erroneous results. The following information was provided by the initial reporter. The customer stated: there were "low glucose readings. These samples are collected from animals. "

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd microtainer® pst¿ tubes with lh (lithium heparin) there was erroneous results. The following information was provided by the initial reporter. The customer stated: there were "low glucose readings. These samples are collected from animals."